Manufacturer narrative:
(B)(6). Device evaluation: a sample is not available for evaluation but a picture has been returned. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that on the third day of the patient's infusion, the nurse found the catheter of the suspect device broken. The patient had a b-mode ultrasound and x-ray but the catheter was not located. Of note, no abnormalities were noted during the infusion.

Manufacturer narrative:
(B)(6). The patient was hospitalized for a focal brain contusion. The suspect device was placed on (B)(6) 2016 in the wrist joint for infusion. On (B)(6) 2016 the site was inspected and no abnormalities were noted. The following day the catheter was found broken when the nurse was replacing the IV fluids. Since the room had recently been cleaned, the broken piece was not found around the bedside. Aside from an ultrasound on the hand, the patient immediately received a CT scan for examination of the upper body. At the time of report, the patient was still hospitalized for conventional therapy. Note: additional information received corrected the original verbatim. The patient received a CT scan and not an x-ray as previously reported. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. As no sample was returned for evaluation, an absolute root cause cannot be determined.

Event description:
The patient was hospitalized for a focal brain contusion. The suspect device was placed on (B)(6) 2016 in the wrist joint for infusion. On (B)(6) 2016 the site was inspected and no abnormalities were noted. The following day the catheter was found broken when the nurse was replacing the IV fluids. Since the room had recently been cleaned, the broken piece was not found around the bedside. Aside from an ultrasound on the hand, the patient immediately received a CT scan for examination of the upper body. At the time of report, the patient was still hospitalized for conventional therapy. Note: additional information received corrected the original verbatim. The patient received a CT scan and not an x-ray as previously reported.